Event description:
It was reported that tandem mobi pump issued cartridge alarm during use. Customer¿s blood glucose reading showed ¿high¿ with exact value unknown. Customer gave correction insulin by injection, restarted pump, and resumed insulin delivery without needing help from another healthcare provider, and planned to contact support again if problem happened again.